Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while attempting to assemble the nail to the insertion arc some difficulty was found with threading the fluted nut in the conic nozzle. This prevented the nail from being coupled to the insertion arc. The nut was replaced with one from the femur system, which allowed for an appropriate coupling of the nail and the insertion arc. The specialist attempted to insert the nail but while trying to insert the impact device, the nail could not be screwed again. It was decided not to implant the nail to prevent more complications. A system from another manufacturer was requested. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records was not performed as device is older than 15 years. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. (B)(4). Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation has shown that the returned items are strongly used and have a lot of scratches, dents and hits. The review of the device history records showed conformity to specification. Please note that both items were produced over 15 years ago, therefore, we classify it as normal wear and tear. No product fault could be detected.